Event description:
Before using the returned electrode pad, it was noticed to be partially discolored, was not used but returned for investigation for the discoloration. When tested in 2007, by the manufacturer, the incident sample was found to have no electrical continuity. This condition can potentially cause a device related burn.

Manufacturer narrative:
Evaluation has begun, but is not complete. When investigation is completed, a follow-up report will be sent.